Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found a deformed rear panel and the front panel to be broken with major cracks. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1/establishment name: (B)(6) hospital inc.

Event description:
The customer reported to olympus, the visera elite ii video system center experienced a constantly alarming error message affecting the white balance and the touch screen. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Event description:
Additional information received. From the initial reporter confirmed, that the device was inspected before use. The procedure was completed with a similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation, as well as to b5. Additional information b5 was provided, after the initial medwatch report was submitted. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, a probable cause could not be confirmed, due to the indicated phenomenon not being reproduced, during the investigation phase. Olympus will continue to monitor field performance for this device.